Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information indicating assistance was required for a bad camera back. On (B)(6) 2016, merge healthcare received additional information that patients had to be rescheduled as a result of the camera issue. The camera has been repaired and returned. Rescheduling of patients has a potential in resulting in a delay in diagnosis or treatment. There was no patient harm as a result of the delay in care. (B)(4).